Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown. The customer's mother wanted to get replacement insulin pump. Customer was advised that the device would replaced and agreed to return the product for analysis.